Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states, the compressor has no output. The caller has no further information to provide.